Event description:
It was reported that during testing the universal handswitch fell apart when it was attached to the handpiece. No patient involvement or adverse consequences were reported as a result of this event.

Event description:
It was reported that during testing the universal handswitch fell apart when it was attached to the handpiece. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
The customer comment was confirmed, it was found during evaluation that the weld seam on the handswitch had split. This damage could have possibly been due to impact or the handswitch being dropped. The lot number was corrected.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.